Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient received several inappropriate hv therapies. Interferences could be seen on the egm. During the surgical procedure, insulation damage at the trifurcated connector was observed, possibly due to the tight ligature near and under the suture sleeve.